Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly and undefined touch screen issue. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.